Event description:
During follow up in april 2006, incoherent memory data were observed upon device interrogation. No other anomaly was observed.t he unexpected phenomenon was confirmed after a complete device re-initialization. According to available data, this behavior resulted from an incorrect addressing in the external ram memory: consequently, only memory data are affected. However, because a device failure is highly suspected, the co recommended evaluating device replacement.